Manufacturer narrative:
Philips was advised that the that the suresigns vm 6 patient monitor was providing inaccurate spo2 values. It was determined that the spo2 probe being used was faulty and needed to be replaced. It is not clear whether the faulty component is a philips product. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 probe. The issue was resolved by the customer replacing the spo2 probe from stock. E1 institution name: (B)(6) hospital ((B)(6) hospital, (B)(6) hospital). E1 reporting address line 1: (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the suresigns vm 6 patient monitor was providing inaccurate spo2 values. The device was in use on a patient at the time of the event. There was no adverse event reported.